Event description:
It was reported that this right atrial (ra) and the right ventricular (rv) leads exhibited noise however, was not being over-sensed. Additionally, there was an out-of-range ra pacing lead impedance measurement. Technical services discussed possible lead to lead abrasion and recommended lead replacement. At this time, this leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).